Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred due to the o-ring being "crumpled." Subsequently, the customer reported that the insulin gauge was inaccurate. The customer changed out the supplies to address the issue. The customer's blood glucose level was 246 mg/dl.